Event description:
A 27 yo female with 39w gestation admitted for induction of labor. After patient's epidural placed by crna(certified registered nurse anesthetist), crna went to pick up glass syringe out of epidural kit and glass syringe exploded with crna touch. Glass shards onto floor and bed. Crna replaced kit with a new one to finish with procedure and replaced filter on epidural line. Glass shards did not reach/ harm patient or staff. No harm.